Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03720. It was reported recapture difficulty and difficulty closing the hemostasis valve occurred. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman® laa closure device & delivery system along with a watchman® access system were used. The closure device was deployed, but was not positioned correctly, so a partial recapture was attempted, but there was difficulty. The physician used force and eventually fully recaptured the device. Once the delivery system was removed from the patient, it was noticed that one of the anchors was bent and it had perforated the delivery system. The closure device and delivery system was fully contained in the access system upon removal from the patient. Additionally, the physician noted that the hemostasis valve on the delivery system was difficult to close. Although the physician turned it properly to close, it was still loose. The physician used another delivery system to successfully complete the procedure. There were no patient complications and the patient was stable.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR, device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of the watchman delivery system (wds). The implant was found detached from the core wire (outside of the sheath). The implant was consistent with the reported information. The hub, valve, sheath, core wire and tip were microscopically and tactile inspection. Inspection revealed tip damage (flattened tip/tricuts flared/ markerband flattened/abrasions), sheath damage (flattened/abrasions), anchor damage, sheath buckled just below the hub/valve for a length of 5 cm, numerous kinks in the sheath, and the tip/sheath was flattened for a length of 3.5 cm. The valve of the delivery device was tested and the valve closed tightly without issue. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The watchman (wds) dfu includes the following procedural instruction for the wds:¿¿retract access sheath and snap together as access sheath/delivery system assembly.¿ (page 5, step 10 of dfu). (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03720. It was reported recapture difficulty and difficulty closing the hemostasis valve occurred. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman ® laa closure device & delivery system along with a watchman ® access system were used. The closure device was deployed, but was not positioned correctly, so a partial recapture was attempted, but there was difficulty. The physician used force and eventually fully recaptured the device. Once the delivery system was removed from the patient, it was noticed that one of the anchors was bent and it had perforated the delivery system. The closure device and delivery system was fully contained in the access system upon removal from the patient. Additionally, the physician noted that the hemostasis valve on the delivery system was difficult to close. Although the physician turned it properly to close, it was still loose. The physician used another delivery system to successfully complete the procedure. There were no patient complications and the patient was stable.